Manufacturer narrative:
The customer reported adverse skin reactions with 5 sensors. All sensor serial numbers are unknown. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the experiencing severe itchiness, chemical burns, and yellow weeping during wear of the last five adc freestyle libre sensors. Customer reported applying a skin tac barrier during the previous 4 wears, but this was ineffective. The last sensor removal "had odor to it". No third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.